Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, occlusion alarms occurred. Reportedly, the customer alleged that the bolus delivery stopped in the middle of a bolus, and a resume pump alarm occurred. Although requested by tandem technical support, the customer declined to upload pump data logs. Blood glucose level ranged from 250-300 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged resume pump alarm and incomplete bolus alert issues could not be verified.